Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. The customer did not share information about the backup therapy to be used.